Manufacturer narrative:
D10: n/a 02-010-01-0320 - logic femoral ps cem right sz 2. N/a 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. N/a 200-02-29 - three peg patella 29mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Legal case ¿ USA. Patient ID: (B)(6) + right knee. (B)(4) is associated with this case. It was reported that approximately 100 months after a bilateral total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, instability, buckling of right knee, and synovitis. Revision surgery operative notes were provided. Preoperative and postoperative diagnoses noted right knee polyethylene-associated synovitis. The insert showed some evidence of posteromedial wear. The femoral component and tibial component were tested manually for stability and did not demonstrate any instability intra-operatively. It was elected by the surgeon to proceed with a polyethylene insert exchange. No medical or surgical interventions were reported. No additional information is available.